Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50mm x 30mm emerge balloon catheter was advanced for dilatation. However, when pressure was slowly applied to perform an inflation at nominal, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.